Event description:
It was reported that the laser "hit undetected prostate (possibly prostatic calculi) and end fire beam at 109,309 joules". The procedure was completed using a second fiber. Patient outcome: "ok, no harm to patient".

Manufacturer narrative:
(B)(4).